Event description:
This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. During test the device was cycling but the display would turn off intermittently.

Manufacturer narrative:
Device return requested to evaluate and determine root cause. Waiting for device return. Will provide follow-up submission once device is evaluated. No indication device was used clinically.